Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy; a2: age & date of birth: requested, not provided due to hospital policy; a3: patient sex: requested, not provided due to hospital policy; a4: weight: requested, not provided due to hospital policy; a5: ethnicity: requested, not provided due to hospital policy; a6: race: requested, not provided due to hospital policy; d6a: implanted date: device was not implanted ; d6b: explanted date: device was not explanted; e3: occupation: coordonnatrice angio ; a review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that it was hard to make the first ''click'' during the angio-seal deployment process. The user was still able to successfully deploy the device. The patient was in stable condition, and the procedure was a success. There was no patient injury/medical or surgical intervention required. Additional information was received on 11 may 2023: the type of procedure performed was a peripheral angioplasty using a 6 french sheath. A pre-deployment angiogram was performed.